Event description:
On 07/07/2006, during a follow-up call for which a home pt discovered that there is tube with no connector, it was discovered that the home pt's transfer set had separated from the catheter adapter when the pt left from the set-up while still attached. Although prophylactic antibiotics were administered (vancomycin, 1g intraperitoneal), there was no pt injury or further medical intervention required.

Manufacturer narrative:
Sample was discarded and not available for analysis. Per the reporter, circumstances relative to this alleged incident indicate improper user technique may have caused or significantly contributed to the alleged incident. The user has been instructed in the proper use of the device. Renal product surveillance, quality engineering, along with plant mfg, will continue to monitor this product line.